Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR through their device tracking system indicating that a pump exchange took place on (B)(6) 2014. The pt had developed worsening abdominal distention, lower extremity edema and shortness of breath in the first two weeks of january. There was concern for pump thrombosis as her lactate dehydrogenase (ldh) was also rising. The pt was taken to operating room for lvad exchange. Thrombus in pump housing and motor were noted. Post-op the pt was stable. Post op day two, the pt was started on cvvhd. Subsequently she developed hypotension and presumed emd. The pt expired on (B)(6) 2014.

Manufacturer narrative:
The attached user facility report # (B)(4) was received from the (B)(6) registry. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of pump thrombus could not be confirmed through this evaluation because the pump was not returned and no photos were submitted of the thrombus reportedly seen in the pump at the time of explant. A correlation between the device and the reported hemolysis as well as the events leading up to the patient's outcome could not be determined through this evaluation. No log files from the time of the reported event were available. The instructions for use lists device thrombosis and hemolysis as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.